Manufacturer narrative:
.

Event description:
It was reported that the surgeon inserted a competitor's lens using an msi-tf injector, and the lens was torn during insertion. The incision was enlarged and sutured. The reporter stated the incident was due to a loading error.